Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 215mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 alarm in alarm history screen due to over written history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. No unexpected black circle alarm or alert icon anomaly during our testing. The insulin pump has cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked case at the display window corner, cracked battery tube threads and scratched reservoir tube window.